Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 825 mg/dl. The customers blood glucose was 262 mg/dl at the time. No symptoms were reported, and the incident was treated with a manual injection. Customer did check for any broken components and they were all determined to be functional during troubleshooting. The customer was also able to confirm that his insulin was clear and he could successfully run a manual prime. Customer was not well enough to perform trouble shooting. Customer was advised that a replacement insulin pump would be sent, and to use a backup plan per healthcare professional's recommendation. The product was returned for analysis.